Event description:
A site representative stated that during an ent case, the landmarx evolution system was running slow. The use of the system was discontinued before completion of the surgery.

Manufacturer narrative:
Patient information was not available at the time of this report. The device has not been returned to the manufacturer.